Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section e initial reporter first name &initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and remoted in, worked with the customer to clear a medication jam causing lid failure using hardware test application (hta). The customer successfully recovered storage space and inventory, confirming resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 7.2 had jammed and failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 7.2 had jammed and failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve medication from another station. There were no adverse events or injuries reported due to this event.